Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen following a bicycle accident in which the device took a heavy impact, and a replacement was arranged. Symptoms included none, and blood glucose levels were unaffected. Outcomes included no medical intervention and no hospitalization. Investigation included collection of event details and device identification, review of user-provided photos, and logistical arrangements for device return and replacement. The returned device was received. Investigation of this case revealed physical damage to the display component consistent with external impact, with no reports of alarms or functional anomalies. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental impact and not a manufacturing or design defect.